Event description:
Thunderbeat handpiece and cord defective and malfunctioning. Surgical team tried 2 different machines, 2 cords and 2 handpieces before it would work. It continued to error and team had to add up a third hand piece. Olympus rep came to the or and took the first cord stating that there was a cut in the cord. Patient was not harmed, but malfunctions happened during critical parts of the surgery.